Event description:
The nurse was placing the saf-t-intima on a patient the guidewire was withdrew in the usual way which usually retracts into the cover. On this occasion it did not retract and was completely exposed which resulted in a needle stick injury to the nurse's thumb. The nurse was experienced in using the system and this is the first incident of this nature using saf-t-intima over a two year period.

Manufacturer narrative:
(B)(4).